Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed the fuse was in the off position, preventing the system from starting. After reviewing the log file fse found there is a malfunction on frontal ip-pc. Upon troubleshooting fse found it is likely that a malfunctioning ippc caused the fuse to turn off, which in turn prevented the allura system from starting. Fse discovered that certain components lacked power, specifically noting that there was no power to l2 and that the f3 fuse was found to be disabled within the mdpu. The cause of the system failure could determine by the supplier's part analysis and the main failed component of the ip pc. To resolve the issue, fse replaced the ippc. After the replacement of the ippc, the system returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.